Manufacturer narrative:
Product event summary: it was reported events of electrical fault alarms after accidentally hit the controller while getting out of the car. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing and visual inspection. The controller performed as expected during bench testing. Review of the log files revealed that on 03/22/2017, electrical fault alarms were recorded at 15:32:56 hours and 15:37:45 hours as a result of a sys_rear_over_curent_trip, this was most likely related to the reported ¿patient was getting out of his car and hit controller on his car door, soon after to get an intermittent electrical fault alarm¿. At 15:37:44 hours a vad stopped alarm was recorded most likely due to the disconnection of the driveline. Log file analysis could not confirm any malfunction of the controller, the electrical fault alarms were due to a sys_rear_over_curent_trip most likely due to the reported ¿patient was getting out of his car and hit controller". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was getting out of the car when he hit his controller on the car door. Shortly after this incident an intermittent "electrical fault" alarm occurred. The patient voluntarily exchanged the controller and then proceeded to call the site and inform them of the event. The site had patient come in to emergency room (ER), where log files were downloaded on both old and current controllers. The site notified heartware clinical specialist, who spoke with clinical engineers. It was determined that the controller was running on two motors after exchange and that the "electrical fault" alarm had only happened once. The patient was discharged home in stable condition. The patient has not had any alarms since event. No further information was provided.